Event description:
It was reported to philips that the device speaker was abnormal. There was no report of patient involvement. The customer requested assistance from a field service engineer (fse). Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty speaker. Based on the conclusion of the investigation, a new speaker was replaced to resolve the noted issue. The device remains at the customer site. No further investigation or action is warranted.